Manufacturer narrative:
An evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly had been activated four (4) times and one (1) stent was found outside of the singulator, after the splay. The trigger button motion was functioning as intended. The device was disassembled and visually inspected. No non-conformances related to the reported event were found the summary of the device evaluation findings was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the device evaluation findings, contrary to the customer reported event, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference uf#: (B)(4).

Event description:
It was reported that following a cataract surgery, the trocar for a trabecular microbypass stent system broke (device damage) during attempt to implant the stents. Per report, a backup device was opened to complete the procedure successfully, and there was no patient harm. Additional information has been requested.